Manufacturer narrative:
A4: weight: 248 (units not specified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter described as black material was observed inside the tubing of an amia cassette. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: an actual sample was received for evaluation; tubing only. A visual inspection was performed using the naked eye which observed particulate matter (pm) inside the fluid path. The pm was observed to be embedded, black/orange throughout, jagged, hard, greater than 0.60 sq mm and recognized to be intrinsic to the manufacturing process. The reported condition was verified. The cause of the condition was determined to be pin buildup of burnt plastic material broken off during manufacturing (tubing extrusion process). The sample did not meet specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.